Event description:
Litigation papers allege severe hip and groin pain. Additionally alleged that during the revision doctors discovered the following: necrosis, chalky, gray debris, acetabular loosening, and medial wall defect.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.